Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to third party service center. The service center reports pcba electrical damage with no contamination and no evidence of foam degradation. In addition, unit scrapped.